Event description:
The technician alleged the brakes do not hold while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake and brake steer casters to resolve the issue.